Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received a lost sensor alert, changed the sensor, then experienced bleeding at the site. Blood glucose level at the time of the incident was 525 mg/dl. Customer reported that she was urinating frequently and was thirsty. Blood glucose level at the time of the call was 125 mg/dl. The caller was advised to call back when she was able to complete troubleshooting. The insulin pump was not replaced or returned for analysis.